Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 site's #20 in type 11 bone. Primary stability and osseointegration were not achieved. The implant was removed on (B)(6) 2012. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.